Event description:
It was reported the patient's scs controller (pc) was displaying "the generator has reached its end of service" message. A company representative met with the patient and confirm the issue as the patient's scs ipg was no longer functioning. Surgical intervention may be taken to address the issue.

Event description:
Follow up information received identified the patient's scs ipg was replaced with a new one and the reported issue addressed.